Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation experienced the reported system error 105 caused by a failed I/o printed circuit board (pcb). The failed I/o pcb was replaced.

Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported that there was no patient injury.